Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a patient became hypotensive (details unknown) with shortness of breath and wheezing approximately 18 minutes into their hemodialysis (hd) treatment. It was suspected that the patient was experiencing a dialyzer reaction. The patient was subsequently switched to a new dialyzer and was able to complete treatment without issues. No additional medical intervention was done. The patient has been on hemodialysis therapy for approximately two months. The patient has since completed their scheduled treatments using the new dialyzer without issue and without reoccurrence of the reported event. Per the clinical manager, the patient is ordered to take midodrine (5 mg, oral) prior to their treatment for hypotension. The lot number of the dialyzer was unknown. The dialyzer was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Fourteen lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on nine of the lots which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
There is a likely causal association between the fresenius optiflux180nre dialyzer and a hypersensitivity reaction characterized by hypotension (unknown blood pressure reading), shortness of breath (dyspnea), and wheezing 18 minutes into the patient¿s hemodialysis treatment. Although rare, hypersensitivity or anaphylactoid reactions to optiflux dialyzers are a known risk during hemodialysis. The patient was subsequently switched to an optiflux nr dialyzer and the patient was able to continue hemodialysis without further reported issues. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.